Manufacturer narrative:
The console was serviced at the customer site. During functional evaluation, the field service engineer (fse) replaced the footswitch, restoring the console's functionality. The malfunction found could have affected the device performance leading to the event experienced by the customer. Upon receipt of the foot pedal at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the foot pedal was in good condition. Functional testing did not find any abnormalities with the foot pedal. Based on available information, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the foot pedal is damaged. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.